Manufacturer narrative:
(B)(4). The homechoice (hc) was reported to be unavailable for evaluation. A device history/service history record review will be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A minimum of 24 months of service data was reviewed for serial number (B)(4), which revealed the device was not returned for servicing during this timeframe. Review of service data revealed no previous failures/ problems related to, or same as/ similar to, the current problem. Nothing was found in the review of service records that would cause or contribute to the reported issue. A device history record review was not performed as this review is not applicable to electromechanical devices which have been previously serviced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown system error (se) occurred on a homechoice (hc) device during set up of automated peritoneal dialysis (apd) therapy. The home patient (hp) was not connected when the se occurred, and was still able to set up and complete therapy using the supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.